Event description:
It was reported that the patient expired. The cause of death was stated as arteriosclerotic heart disease and patient passed away at nursing facility. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal